Manufacturer narrative:
Evaluation of the relative size of the replacement device does not suggest mis-sizing of the valve.

Event description:
A perceval was implanted during avr with concomitant surgery. After sizing and collapsing the valve, the valve appeared to deploy without issue. Visual inspection revealed that the valve had a small pinwheel; however, after ballooning the valve aspect appeared correct. After weaning from bypass, tee revealed paravalvular leak grade 2. The valve was explanted and replaced with a trifecta, size 21. The event resulted in a delay in procedure, although the specific delay was not reported.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Visual inspection of the returned device did not reveal any elements of non-conformity. Dimensional analysis was performed and confirmed the correct dimensions of the device. A collapsing and deployment simulation was performed. No problems were encountered during the procedure, and sealing at the annulus level was confirmed. The valve remained fixed within the annulus, without observing any anomalies or deformations at the annulus level. A leak test was performed and no paravalvular leak was identified. Based on the performed analyses, the event cannot be explained by any factor intrinsic to the involved device. The device is therefore excluded as a likely contributing factor to the event; however, the root cause of the event remains unknown.

Manufacturer narrative:
The returned valve prosthesis was received in general good conditions. Investigation is ongoing.

Event description:
A perceval was implanted via full sternotomy during avr with concomitant CABG. After sizing and collapsing the valve, the valve appeared to deploy without issue. Visual inspection revealed that the valve had a small pinwheel; however, after ballooning the valve, the valve aspect appeared correct. After weaning from bypass, tee revealed paravalvular leak grade 2. The valve was explanted and replaced with a trifecta, size 21. The event resulted in a 30 minute delay in procedure. There were no patient anatomical features that were suspected to have contributed to the event.